Manufacturer narrative:
The results of the investigation concluded that the extension tubing had detached from the sideport of the hemostasis body and was not returned. The cause of the sideport tubing detachment remains unknown.

Event description:
During the procedure, while attempting to position device, the sideport detached from the body of the sheath and the device could no longer be flushed. The device was replaced and the procedure was completed with no adverse consequences to the patient.